Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced blurred vision. The clinical reason for explant was reported to be patient did not like vision. The iol was replaced with unspecified lens approximately one month after initial procedure. Additional information was requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the toric iol was exchanged for the different model lens with one diopter more power non toric lens indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.